Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a static fill estimate of 45 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. The customer was educated by technical support that the discrepancy could occur due to large variances in measured pressures used for calculating remaining insulin and was informed that the fill estimate would begin to count down normally once the actual insulin remaining matched the displayed estimate. Caller understood and acknowledged the explanation.